Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted therefore it was not explanted. Device evaluation: material was not received. Therefore, the sample evaluation could not be performed, the reported issue could not be verified and product deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a dcb00 model intraocular lens(iol) was twisted and was seen by the surgeon before inserting into the patient's eye. There was no patient contact. No further information available.

Manufacturer narrative:
Corrected data: during review of the reported event on (B)(6) 2021, it was observed that in the initial MDR section h3 was wrongly selected as no, and the indication, device evaluation anticipated, but not yet begun (02) was also inadvertently selected as the investigation was completed and the results were provided in the initial report. As a result, the following correction has been made: section h3: device evaluated by manufacturer: yes all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.